Event description:
Caller reported there are three black lines on the display of the pump. Caller stated misinterpretation is possible. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.